Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. A revision procedure was scheduled due to high pacing thresholds. An x-ray during the procedure showed evidence that the lead was fractured due to a subclavian crush. The lead was explanted and a new rv lead successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
To date, this lead has no been returned for analysis. This product experience will be reopened if further information becomes available.